Manufacturer narrative:
H.6 investigation summary: bd received 5 photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was not observed. Additionally, 60 retention samples from bd inventory were visually inspected and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® cpt¿ cell preparation tube with sodium heparin tubes an unspecified number had an additive abnormality. Condensation was observed. There was no health impact or consequences reported.